Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow up in clinic, far r-wave oversensing was observed. Patient was asymptomatic. Programming changes were made. The patient is in stable condition and has been monitored trough remote transmission since the event.